Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose level. The customer's blood glucose level was 27 mmol/l when she was in the ambulance and she was cold. The customer also mentioned that the insulin pump was cracked at the backside. The reservoir lip ring had no physical damage. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.